Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Investigation results: visual examination of the returned complaint device revealed the clip assembly and the yoke were not returned, indicating that the device had been fully deployed. It was also noted that the device returned without the over sheath. The control wire was found to be severely kinked inside of the handle. The handle was disassembled for further analysis and no other issues were noted. The catheter was severely kinked along its body. Microscope evaluation was performed with the bushing of the device under high magnification and no failures were noted. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. It was noted that all deployment process were followed, and several different techniques were attempted in order to release the clip from the catheter. The handle was opened and closed a few times and the scope was advanced; however, the clip would still not deploy. Eventually, after the scope was maneuvered while the handle was open, the clip finally deployed. The procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on november 21, 2019. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the ascending colon during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped ad locked onto tissue but failed to release from the catheter to deploy. It was noted that all deployment process were followed, and several different techniques were attempted in order to release the clip from the catheter. The handle was opened and closed a few times and the scope was advanced; however, the clip would still not deploy. Eventually, after the scope was maneuvered while the handle was open, the clip finally deployed. The procedure was completed with another resolution clip device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.